Event description:
It was reported that the teeth of the upbiting pituitary broke off during surgery while in use on a patient. All broken fragments were retrieved and there were no patient complications.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.